Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range hv lead impedance was noted via remote transmission. Patient was asymptomatic. Patient will be monitored.